Manufacturer narrative:
Additional information.

Event description:
During follow-up, non-sustained right ventricular oversensing (nsrvo) due to noise caused by post-paced t-wave oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and reprogramming was performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing (nsrvo) due to noise caused by post-paced t-wave oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and reprogramming was recommended. The patient was in stable condition.